Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material in the channel was unable to be identified. There was no physical damage at the site of the foreign material. It was confirmed that a foreign object completely blocked the forceps channel and the forceps could not be inserted or removed. Olympus will continue to monitor field performance for this device.

Event description:
The user facility reported that during reprocessing, there was something stuck in the channel of the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the suction flow failed due to a foreign object (foreign material) stuck in the instrument channel on the insertion tube side. This report is being reported for the foreign material found by service during the device evaluation.

Manufacturer narrative:
Upon further evaluation, service found dents and scratches on the control body and hold ring. The light guide lens was cracked, the rubber adhesive was cracked, and the angulation was low. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.